Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested, and found to working as intended, and put back into svc.

Event description:
It was reported that the vertical lift column on the 9900 system would not work and the laser aimer was inoperative. No pt injury was reported.